Manufacturer narrative:
Model # is unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. Initial reporter is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump was alarming for no disposable clamp tubing. No patient injury was reported.